Manufacturer narrative:
Investigation summary: through investigation it was found the issue was related to off-label use of 384 plates (no issue seen when using the 96 plates). Root cause: issue related to off-label use of third-party equipment and procedures. Source: phone.

Event description:
Customer reporting concerns with potential false negative results due to poor curve formation on sars assay. Through investigation and analysis of customer data issue was found to be related to instrument programming when processing larger sample plates (384 vs 96).